Event description:
It was reported that during an unknown procedure, the device would not apply the clip successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by can't apply clip successfully? Did device not fire or deploy clip onto tissue? Was clip malformed? Did device drop or eject clip? Please provide more details regarding specific issue being experienced by user. How was case completed? The analysis results of the er420 device found that it was received with a clip in jaws and the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 3 clips were fed and formed as intended; however, due to the misaligned condition of the jaws 13 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.